Event description:
Hospice pt found expired. Medical examiner contacted due to position of pt. Medical examiner indicates cause of death: 1. Positional respiratory impairment with neck compression. 2. Pt slipped from bed between bed and wall with chin and neck pressed against bed cane. 3. Other significant natural disease processes. Pt using specialty mattress.